Event description:
It was reported that the pump usb port was observed to be damaged, resulting in issues with charging the pump battery. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.